Event description:
Per complaint #: (B)(4) of customer implant direct, our CAPA (B)(4). Malfunction with contra angle ref (B)(4), push button to clamp and release implant drills was not working properly.